Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2011 and suture was used. The needle pull-off the suture during procedure. Another like device was used with no adverse patient consequence.

Manufacturer narrative:
Results: inconclusive - the actual suture was returned for evaluation. The needle was not returned. The suture was microscopically evaluated and there were no defects noted on the returned suture. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria.